Event description:
The dental implant fx3610swc was removed on (B)(6) 2018 due to failure to osseointegrate within 1 month and 4 days after implantation. The patient has no significant medical history, but is a tobacco user. The patient has recovered without any complications.